Event description:
A nurse reported that an intraocular lens (iol) did not fold properly in an iol delivery system cartridge. The device was returned with an intraocular lens stuck inside the cartridge. There was no patient impact/injury associated with this event.